Event description:
It was reported that, an 840 ventilator had an erratic the upper display. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien tech support engineer (tse) troubleshot this issue with the customer over the phone and recommended swapping the lcd panels. Customer was instructed to call back if the recommendation did not correct the failure. Covidien was not authorized to service the device.